Manufacturer narrative:
(B)(4). Device was not returned to the manufacturer for evaluation. We are unable to determine the cause of the event. Device history records were reviewed. No documentation was found that would indicate a non-conformance to specifications.

Event description:
It was reported that the peek implant fractured in the top 1/3 of the implant. It was reported that the implant was implanted to a very tight vertebral body space. The little piece that was broken off from the implant was removed. It was decided to leave the rest of the implant implanted. No other complications were reported.